Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part#: 314.05, lot#: 3637937. Manufacturing location: (B)(4), manufacturing date: mar 04, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part#: 314.05, lot# :3637937. A visual inspection, device history records review and drawing review were performed as part of this investigation. The returned devices were examined and the complaint conditions were confirmed. For the cannulated 4.0 mm hexagonal screwdrivers one (1) was found to be broken, one (1) was found to be cracked, and two (2) were found to be stripped. For the stardrive screwdriver shaft the single device was found to be stripped. For the drive shaft the single device was found to be broken. Lot 3637937 was found to be broken. A portion, approximately 5.3 mm by 1.9 mm, of the distal cannulated hexagonal tip is missing. Twisting of the distal tip was also observed. Lot 5051094 was found to show hairline cracks which have propagated in the axial direction from the distal tip. The longest crack is approximately 4.1 mm long. No missing portions were identified. Lots 4639309 and a4fg834 were found to show slight stripping of the distal cannulated hexagonal tip. Replication of the complaint condition is not applicable as the devices are already damaged. A review of the current / manufactured drawing revision for the screwdriver and screwdriver shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed as recommended. As the devices were found in the respective complaint conditions during inventory, the specific details regarding the application of force and method of use are unknown. Therefore, no definitive root cause was able to be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while going through the hospital inventory it was discovered that there were six (6) parts that had malfunctioned. One (1) screwdriver was tagged as stripped, two (2) screwdrivers were tagged as the tip not working properly, one (1) screwdriver was tagged as unknown to what the malfunction is but could be related to the handle, one (1) screwdriver shaft is stripped, and one (1) 520 mm driveshaft tip was tagged as not working properly. It is unknown when these instruments malfunctioned as it was sitting in the hospital bin for some time. There was no patient or procedure involvement. This report is for one (1) cannulated 4.0 mm hexagonal screwdriver. This is report 1 of 2 for com-(B)(4).